Event description:
It was reported that the cable tensioner would not tighten the cable during surgery. The instrument was inspected but no visible damage was noted. Another instrument was used to complete the surgery without incident. No patient complications were reported.

Manufacturer narrative:
(B) (4): the tensioner was returned for evaluation. The instrument was visually inspected for material and functional damage, wear, cracking, or fracture; no issue was identified. The instrument was evaluated functionally by inserting a cable and tightening the cable to approximately 60 lbs per surgical technique; no issue was identified. A review of the device history records did not identify any applicable nonconformance to specification.